Event description:
It was reported that the distal tip of the shaver broke off.

Manufacturer narrative:
Final device investigation of the shaver revealed the inner distal tip is detached. The broken tip was retrieved and returned with the device. Damage to the inner and outer distal tips was noted. One of the teeth on the tip of the inner shaft is damaged and bent outward. Corresponding damage to the tip of the outer shaft is present where this tooth came in contact with the surface.